Event description:
Additional information was received from the patient's doctor that reported the cause of the event was unknown. The implantable neurostimulator (ins) was not functioning and the patient was at a high risk for surgery, so revision surgery was not an option. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3487a, lot #l19832, implanted: (B)(6) 1991, programmer: model 7434a, serial #(B)(4).

Event description:
It was reported there was no stimulation sensation for about the last month even when the device was programmed up to 450 us and very high amplitude. Patient "recently" had movement related stimulation/shocking sensations. Impedances were measured and case combinations were all high, but the bipolar pair impedances were within normal range. The patient had an appointment with his health care professional for the week of (B)(6). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_ext serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Product typ extension.